Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('absolutely horrible pain during sex') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), flatulence ("gas pains"), affective disorder ("serious moods") and depression ("depression"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the dyspareunia, flatulence, affective disorder and depression outcome was unknown. The reporter considered affective disorder, depression, dyspareunia and flatulence to be related to essure. The reporter commented: he just looked at my incisions. Concerning the injuries reported in this case, the following ones were reported via social media: affective disorder, depression, dyspareunia and flatulence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: case became incident. Removal details updated. New event ¿absolutely horrible pain during sex¿ added. New reporter added. Fu 4 & 5 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.